Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that they are having issues charging their implanted neurostimulator (ins) and are unable to charge successfully. Patient stated that the recharger will not find the device and the controller will show a no device located screen; patient added that after they get no device found they get to a screen that gives them all 100's and they still are unable to connect with the recharger. Patient reported that they exercise a lot and are not sure if that is part of the issue of connection; patient added that there was a time where their implant did not feel right due to their exercising. Patient stated that the recharger gets hot like it is burning up when they are in a charge session. Patient noted that their device is off and that the charge sessions completely drain the controller. When asked for an event date; patient mentioned that it has been awhile where it was really hard to locate the implant with the recharger and charge their implant completely. Patient followed up saying that they could only charge to 80% for at least 3 or 4 months. Pa tient noted that their device completely went out maybe 5 days ago. The issue was not resolved. Agent sent an email to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial#(B)(6), product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. A recharger failure was found: no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.